Event description:
Patient was undergoing treatment for cerebral artery embolization. Excelsior sl-10 and penumbra pxslim045 microcatheters were inserted into roadmaster guide catheter. When the pxslim045 was advanced into the aneurysm, the aneurysm ruptured. Pxslim045 was removed and a hyperglide occlusion balloon was inflated and eleven coils were inserted into the aneurysm through the excelsior sl-10. Arterial embolization was then complete. After the operation the patient could answer the doctor's call and say his name, but could not raise his left arm. Physicians comment: "this case was due to technical error."

Manufacturer narrative:
Conclusion: dissection or perforation are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of device.